Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the pre-discharge check post implant, this right atrial (ra) lead exhibited loss of capture, and it was determined the lead had dislodged. Surgical intervention was performed and this lead was successfully repositioned. There were no additional adverse patient effects reported.